Manufacturer narrative:
Results code - quality engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was contrast visible on the outer member. The stent implant was dislodged from the balloon and returned. There were flared and stretched struts on the proximal end of the stent implant. There were two rows of struts in the middle portion of the stent implant that were flattened. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned product. It was reported that while the technician was preparing a 2.5 x 15 mm rx xience v stent delivery system (sds) for use, the stent dislodged. The technician did not do anything unusual and there was not resistance noted during sheath removal. Quality assurance analysis noted blood visible on the balloon and contrast visible on the outer member of the returned xience v sds. This is consistent with the reported information that the stent was prepared for use. Analysis noted that the stent implant was returned dislodged, confirming the reported stent dislodgement. However, there were crimp marks between the markers of the tightly folded balloon, indicating that the stent was originally crimped down in the correct location. Potential causes for stent dislodgement prior to use, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, or forced sheath removal, handling of the stent during preparation for use, to help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this case, it is likely that the stent dislodgement is related to handling of the device or use, as the dislodgement was not noted during inspection prior to use. It is possible that handling during preparation for use contributed to the reported stent dislodgement. Analysis also noted that the stent implant was returned with flared and stretched stent struts on the proximal end of the stent implant. Analysis also noted two rows of struts in the middle portion of the stent implant that were flattened. This damage is likely the result of handling of the stent implant after it was dislodged from the balloon or from handling of the stent implant during packaging and shipment back to abbott vascular for evaluation, as no damage was noted during the inspection prior to use. This damage does not appear to be related to the reported stent dislodgement. The manufacturing records for this lot did not reveal any non-conformances that could have contributed to the reported stent dislodgement and all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for stent dislodgement. There is no indication of a product quality issue. However, a conclusive cause for the reported stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed y the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the tech was prepping the device, the stent came off of the balloon. Reportedly, the tech didn't do anything unusual and there was no resistance with the sheath upon removing it. No additional event or patient information is available.